Event description:
It was reported that the pump declared an altitude alarm. No additional information was received regarding the outcome of the event as the call was disconnected before any troubleshooting could begin. There were no further details about corrective actions taken by the customer or technical support.